Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented experiencing syncope. Upon interrogation, it was noted that the right ventricular - rv lead exhibited high pacing impedance and loss of capture. The rv lead was capped and replaced (B)(6) 2020. The patient was in stable during and after the procedure.